Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - representing surgical intervention and surgical delay.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metallosis.